Event description:
It was reported that during use, leaking of several ml of liquid was noticed from the cassette after properly filling according to procedure. After a few minutes, also some liquid accumulated between the bag and the plastic of the cassette. Per the reporter, there were no adverse patient effects as the event occurred prior to connecting the cassette to the pump.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg 3/22/2024. One sample was received for evaluation and upon visual inspection, no discrepancies were found. Functional testing revealed a leak from the medication bag. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.